Manufacturer narrative:
Block b3: exact date unknown, event occurred in the day that the device was explanted.

Event description:
It was reported that the patient had an explant procedure due to an unknown reason.